Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the c6 segment with a max diameter of 5.8 mm and a 4.2 mm neck diameter. Landing zone: distal: 4.3 mm and proximal: 4.6 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed vascular patency. It was reported that when using dense mesh stent to treat aneurysm, chose a ped2-450-16 stent, but found that the tip end could not be opened. After multiple attempts, the stent still could not be opened. Replaced it with a ped2-450-18 stent, which opened well and the operation went smoothly. The pipeline was not used for an indicated that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis #707026360: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex with shield pushwire was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex with shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal tip coil was found to be stretched. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline was placed in a horizontal section when it failed to open. There were no additional steps or other devices used to attempt to open the pipeline.